Event description:
During the course of the tunica vaginalis testis procedure, a large vessel in the space of retzius was injured leading to a large hematoma. A surgical procedure was required to repair the vessel.